Event description:
It was reported that the conical extractor broke off during surgery. Another device was used to complete the surgery.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.